Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased lower extremity pain. An MRI with contrast on (B)(6) 2010, revealed "hnp". A catheter access port study on (B)(6) 2010, revealed a catheter leak. The pump and catheter were replaced. The pump was explanted because the pump was 3 years old. The pt recovered without sequela.